Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor pic failed selftest error. The customer¿s blood glucose level was 6.9 mmol/l. The customer stated that the insulin pump did not pass the self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 1 of the ambient light sensor.